Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 302995 batch#: 4165608. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: verbatim: complaint received via email(s) attached. ¿unopened 10ml syringe from lot # 4165608 with black substance inside package. Syringe also had indentation on it. Pictures taken and sent via email to management for reference to this event report. Syringe discarded.¿

Manufacturer narrative:
Three photos were provided to our quality team for investigation. One photo shows the top web side of a sealed package with all applicable product information, and the next two photos from different angles each show multiple unknown grey foreign matter particulates of various sizes in non-fluid path internal to package. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter non-fluid path internal to package defect is associated with the packaging process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4165608. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.